Event description:
It was reported that the customer had high blood glucose levels (490 mg/dl). Customer noticed air bubbles and discolored tubing, and smelled insulin at the luer lock.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.